Event description:
During a procedure the intellanav stablepoint catheter was selected for use. It was reported that the message - 1704-2 force catheter error detected occurred after energizing three times. The cable was replaced, and the study was restarted, but the issue did not improve. The catheter was then replaced with a new intellanav stablepoint catheter. The irrigation flushing was performed on the new catheter, and it was confirmed that the saline was dripping from the tip. The tube was reconnected, but issue persisted. Replacing the catheter again resolved the issue. The procedure was completed successfully without patient complication. The device is expected to be returned for analysis.

Event description:
During a procedure the intellanav stablepoint catheter was selected for use. It was reported that the message - 1704-2 force catheter error detected occurred after energizing three times. The cable was replaced, and the study was restarted, but the issue did not improve. The catheter was then replaced with a new intellanav stablepoint catheter. The irrigation flushing was performed on the new catheter, and it was confirmed that the saline was dripping from the tip. The tube was reconnected, but issue persisted. Replacing the catheter again resolved the issue. The procedure was completed successfully without patient complication. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav stablepoint catheter was returned to boston scientific for laboratory analysis. The unit showed no evidence or defects that could have contributed to the insufficient flow or under infusion event; consequently, not confirming the reported complaint. However, the catheter shaft was found kinked, the type of damage found indicates that possibly excessive force was applied over the device or bad manipulation during the procedure that caused the damage observed.